Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer's caregiver reported receiving several sensor scan results of lo (less than 40 mg/dl) on (B)(6) 2018 between 6:00 am and 2:00 pm on his adc freestyle libre, which the customer perceived to be lower than he felt. The caregiver reports that the customer felt apathetic and tired, so the caregiver brought the customer to the hospital. The caregiver reports that at the hospital, blood glucose readings were obtained. The caregiver reported one reading of 110 mg/dl and one reading of 350 mg/dl while the customer was in the hospital, and stated that insulin was administered. The insulin (unknown type or route of administration) was the only treatment reported in the hospital. There was no further third-party intervention or treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: (sensor serial number) has been updated based on the returned product. Visual inspection has been performed on the returned sensor and no issues were observed. The sensor plug was properly seated in the mount. The sensor plug was removed and inspected. No observations were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified. This also serves as a correction report. (Fax number) was incorrectly documented in the initial MDR 30 day report.

Event description:
The customer's caregiver reported receiving several sensor scan results of lo (less than 40 mg/dl) on (B)(6) 2018 between 6:00 am and 2:00 pm on his adc freestyle libre, which the customer perceived to be lower than he felt. The caregiver reports that the customer felt apathetic and tired, so the caregiver brought the customer to the hospital. The caregiver reports that at the hospital, blood glucose readings were obtained. The caregiver reported one reading of 110 mg/dl and one reading of 350 mg/dl while the customer was in the hospital, and stated that insulin was administered. The insulin (unknown type or route of administration) was the only treatment reported in the hospital. There was no further third-party intervention or treatment. There was no report of death or permanent impairment associated with this event.